Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the implantable cardioverter defibrillator was found to be in the back-up mode. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of unexpected reset was confirmed. The device entered backup mode due to two event queue overflow resets that occurred within 32 second of each other during attempted communication between the device and the merlin@home system. The root cause of the reset is an anomaly within the radio frequency integrated circuit. Firmware was successfully restored to the device in the field. The device was tested on the bench and found to function normally.